Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the cell-dyn 3200 analyzer is generating erratic wbc results in the open mode versus the closed mode on 2 patient samples. On patient #, he following results were obtained. Initial test (closed): wbc: 1.1, mchc: 11.8; retest (open): wbc: 3.6 k/ul, mchc: 34.7 g/dl. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation: sample aspiration peristaltic pump tubing loader vent needle/ aspiration needle. On (B)(6) 2009, during a field service representative (fsr) visit to the customer, the fsr replaced the aspiration needle, as it was quite old and there was a high possibility that the issue was caused by the aspiration needle. On (B)(6) 2009, the customer confirmed that after changing the aspiration needle, the issue was resolved. The cell-dyn 3700 instrument was performing within specifications. No further investigation was required. The cell-dyn 3700 system operators manual, list number 06h89-01, revision f, under chapter 9, maintenance overview, preventive maintenance schedule, page 9-2, indicates that replacement of the sample aspiration peristaltic pump tubing should be performed on a weekly basis. The aspiration needle should be cleaned on a daily basis. Chapter 10, troubleshooting guide, pages 10-33 through 10-36, provides instructions on aspiration needle replacement. The aspiration needle should be replaced if it is bent, or it cannot be unclogged. Chapter 3, principles of operation, flagging summary, pages 3-49 through 3-59, provides information regarding suspect parameter flagging causes and actions to take. Based on the investigation, no product issue was identified for the cell-dyn 3700, in regards to the reported issue. This is the final report.